Event description:
An electronic report was received from a hemodialysis user facility. The facility reported suspected dialyzer reaction. The facility has been contacted for add'l info of this event. The rn has verbally reported that for this event, the dialysis treatment was initiated when the pt called for the nurse stating. "I cannot breathe". The pt was then noted to be in respiratory distress. The pt was placed in trendelenburg position on his left side and 911 was called to assist. It was also reported the pt had a brief loss of consciousness, but was arousable with voice command. O2 was given the pts blood was not reinfused. A call to 911 was placed and the pt was transported to the local ER for evaluation. The pt was not admitted. This pt is fine at this time. This pt currently is receiving dialysis with the use of this dialyzer without further incidence. There is no sample available for an evaluation. To date, this pt receives dialysis with the use of this dialyzer.

Manufacturer narrative:
Of note: info received from the reporting facility is that on the day of the incident, the pt allegedly had received a dose of (baxter) heparin, however, the lot number administered was unk.